Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced fluctuating blood glucose (bg) levels between low bg levels and a high bg level of up to 505 mg/dl; no low bg level was provided. Reportedly, the customer's clinical diabetes educator believed the customer required dose adjustment and the contact believed the low and high bg levels were possibly caused by changing hormones and the customer's menstrual cycle. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.